Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "small amount of fluid," capsular contracture, baker grade iii, "recalled prostheses," "globose in shape," radial folds. Healthcare professional later reported pain, hardening, and lipodystrophy. Device has been explanted.